Manufacturer narrative:
Based on additional information received on november 1st 2016, the device malfunction occurred during use; therefore the event description was updated. (B)(4).

Event description:
The patient was undergoing a medical procedure using a benchmark select catheter (select). During the procedure, the physician inadvertently began inserting the select in the patient without using the benchmark delivery catheter (benchmark dc). Upon realizing that the select wasnt being used with the benchmark dc, the select was removed and the physician noticed that select tip was fractured. The procedure was completed using another manufacturer's catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the select was fractured approximately 123.0 cm from the hub. There was no gross yielding proximal or distal to the fracture. Conclusions: evaluation of the returned select revealed it was fractured in the distal shaft. This type of damage typically occurs due to improper handling during use. If the select is forcefully handled at an angle, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of the benchmark select catheter (select) that is shipped in a kit with the benchmark delivery catheter (benchmark dc) came off after wiping down the outside of the select. The tip of the select came off prior to use and therefore the select was not used in the procedure. The procedure was completed using another catheter.

Manufacturer narrative:
Blood was observed inside the distal segment of the fractured select, and flushed out by the penumbra investigator.